Event description:
Intravenous (IV) tubing was connected to an antibiotic bag. The tubing was put into an alaris pump. When pump door was closed to initiate antibiotic therapy, the end of the tubing blew off causing antibiotic to spray the nurse in the face. The drug did not enter the nurse's eyes.manufacturer response for smart site infusion set, smart site infusion set (per site reporter).the manufacturer representative was made aware, no response as of yet.